Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that during implantation of the device, the pump was not able to produce lpm flow, despite optimized hemodynamics. The surgeon made the intra-op decision to exchange the pump due to suspected thrombus injection.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate (hm) 3 left ventricular assist system (lvas) revealed a thrombus formation within the eye of the rotor. Although a specific cause for the thrombus could not be conclusively determined, it could have contributed to the report of the pump not being able to produce flow during implant, which was confirmed through the evaluation of the retrieved log files. The lvas was returned assembled with the pump cable severed approximately 7¿ from the pump header. The distal portion of the pump cable, sealed outflow graft, and sealed outflow graft bend relief were not returned; however, the modular cable was returned. The cuff lock had been disengaged prior to the pump¿s return and the apical cuff was not returned with the device. Upon disassembly of the returned pump, a dark red/pink, tissue-like thrombus formation was found partially occluding the proximal and distal sides of the rotor eye. The non-laminated structure of the thrombus as well as its lack of adherence to the pump rotor surfaces suggested that it likely did not form in the rotor; however, the specific origin of the thrombus as well as a duration of time for which it was present in the pump could not be conclusively determined through this evaluation. Although a specific cause for the observed thrombus formation could not be conclusively determined, the thrombus was obstructing a significant portion of the blood flow path in this location and could have contributed to the report of the pump not being able to produce flow during implant. Evaluation of the left ventricular assist device (lvad) event and periodic log files retrieved revealed several decreases in pump flow to 0 liters per minute (lpm) on (B)(6) 2023. These findings appeared consistent with the reported event and the finding of an occlusive deposition within the eye of the rotor. Despite the observed decreases in flow, the pump appeared to have functioned as intended throughout the duration of the retrieved data. Upon removal of the rotor deposition, the lvas was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) and the hm 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists device thrombosis as an adverse event that may be associated with the use of the hm 3 lvas. Section 6, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.